Event description:
The customer reported a leak from the reagent probe b collar wash of the unicel dxc 600i synchron access clinical system during calibration. The customer indicated that the leak was contained within the instrument. The customer discovered a loose reagent syringe while troubleshooting. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed leaks from the probe and a loose reagent syringe. The fse tightened the reagent syringe to resolve the leak and verified repair per established procedures. Failure mode is attributed to a loose reagent syringe. (B)(4).